Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, plaintiff profemur total hip system implanted on (B)(6) 2016 in her right hip, on (B)(6) 2021 plaintiff presented pain and lack of mobility, plaintiff needed a revision surgery because the device failed due to corrosion at the neck-stem junction of the device. At revision surgery, it was discovered that the device failed due to corrosion of the oblong taper of the profemur cocr modular neck where it seated in the pocket of the profemur. According to the information received in the report, we do not know if the screws, cup, liner and head were revised.